Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent thrombosis occurred. The patient presented with st elevated myocardial infarction (stemi) with occlusion in the distal right coronary artery (rca) noted to be thrombosis. Balloon angioplasty was performed and a 2.5 x 12 synergy ii drug-eluting stent was implanted in the posterior descending artery (pda) and a 3.00 x 32 synergy ii drug-eluting stent was implanted in the posterior lateral branch extending back into the rca. Angiogram was performed and looked great. They then implanted a 2.75 x 12 synergy ii stent in the left circumflex artery. The patient began to experience symptoms which lead to the discovery of thrombus which had formed in the proximal part of the previously implanted 3.00 x 32 synergy ii stent. Ballooning and manual aspiration was performed to treat the thrombosis which had a good angiographic result. Reopro was then administered and an IV drip was started. No further patient complications were reported. The patient was reported to be doing great the next day and pending discharge that day or the following day.